Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the catheter was inserted on (B)(6) to a restless patient (hands and feet tied). On (B)(6), the catheter was found disconnected between the catheter and the extension line port, a parenteral nutrition was in progress. No clinical consequence for the patient, the catheter was removed and a peripheral catheter was inserted.